Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 177 mmhg blood side pressure drop reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiopulmonary bypass, an alleged product issue occurred involving fusion oxygenators. A high pressure excursion (hpe) was observed, with a delta pressure over 350mmhg post and a pre-pressure of 50 mmhg at 1-2 liters per minute. Activated clotting time was greater than 480 seconds and platelet count was noted as normal. The procedure required coming off bypass at 19 minutes to change out the fusion oxygenator. A high-pressure event also occurred with the new fusion oxygenator, which was resolved with administration of albumin and rewarming. It was unknown if there was any patient involvement or complications as a result of the event. Medtronic received additional information that the pressure increased within the first 5 minutes of the procedure. The pressure increased approximately 3 minutes after cross clamp. There was a difference of 350mmhg between the pre and post oxygenator pressures. The pressure was increasing gradually from the start to the five-minute mark. The customer administrated 5,000ui heparin into their prime of 1.5l plasmalyte. They measured both pre and post oxygenator pressures. The temperatures pre and post oxygenator was approximately 35. The customer stated that they always carbon dioxide (co2) flush their circuit regardless of the oxygenator being used. They actively and passively de-air the oxygenator as part of their routine as well as high pressurize the system (greater than 250mmhg) when recirculating.